Manufacturer narrative:
Investigation completed 5/23/2017. Method: device history review. Trend analysis. Failure analysis. Device history record reviewed for product ID a2079, serial (B)(4) was manufactured on 24mar2017 with no abnormalities related to the reported failure. A two year look back from 05/22/2015 to 05/22/2017 for this reported failure and or related to "stud breakage¿ for this product family. No new design or manufacturing trends have been identified. Quality was able to confirm the complaint; the failure was most likely contributed to a fracture, which was caused by fatigue cracking, due to an axial tension load (tightening of the drawbar) and/or bending load which exceeded the strength of the material. The root cause cannot be attributed at this time.

Event description:
The chief resident surgeon put his anesthetized patient into the xr2 a2079 base unit and a2114 skull clamp system and locked everything down. Shortly after, the surgeon caught the patient¿s head starting to fall off the a2079 base and was able to barely catch it after it already dropped down a bit. The eeg team noticed a spike on the nerve monitoring of the patient¿s left side indicating a patient injury in the nerve root. They then had to then wake the patient up out of anesthesia to check the patient for injury due to the eeg readings. The patient seemed okay and the eeg went back to normal. They removed the xr2 system and replaced it with a metal mayfield clamp and base. Surgery delay was reported but exact amount of time was unknown. The surgery continued. The or manager inspected the xr2 after it was removed from the or with the sales representative and found the bolt of the swivel adapter that screws into the skull clamp to have broken clean off, leaving the end of the bolt in skull clamp threading. Additional information has been requested. Linked to mfg report numbers: 3004608878-2017-00166, 3004608878-2017-00165.